Event description:
It was reported that the insulin pump had cracks near the top right and the bottom left of the screen. Crack was also noticeable near the battery compartment. It was noted that the customer's average blood glucose reading is 182 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.